Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited a gap at the adhesive between the distal end and the server plug in and foreign material at the distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. Olympus confirmed that there was a foreign material. However, the type of material and the root cause could not be determined. There was no deviation from IFU in reprocessing steps for the area foreign material remained. There was no physical damage at the foreign object detection point. The likely cause could be due to physical stress, such as by hitting the tip of the scope or dropping it. The event can be detected and prevented in accordance with the following instructions for use (IFU). Operation manual: preparation and inspection: inspection of the endoscope. Operation manual: important information¿please read before use. Warning do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.